Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple inappropriate shocks. It was noted that there was far p wave oversensing on the right ventricular lead. It was also noted that the lead had sensing and threshold issues. It was believed that the lead dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.